Event description:
Abdominal abscess. Allergic reaction. Case narrative: initial information received on 10-jan-2020 regarding an unsolicited valid serious case received from a physician. This case involves adult patient who experienced abdominal and allergic reaction, while he/she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, approximately 20 years ago, the patient used seprafilm (dosage unknown) (lot - asku) and interceed for intestinal anastomosis. On an unknown date the patient experienced abdominal and allergic reaction. Outcome of experienced abdominal and allergic reaction was unknown. The patient developed an event of a serious abdominal (abdominal abscess). This event was assessed as medically significant and was leading to intervention. The patient developed an event of a non-serious allergic reaction (hypersensitivity). Final diagnosis was allergic reaction and abdominal. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for abdominal and as unknown for allergic reaction. Reporter comment: not reported.